Manufacturer narrative:
According to the customer, when attempting to draw blood for labs the product "did not draw blood through small tube to lab tube". The customer reported the patient needed to be "re-stuck" in order to retrieve the blood. The customer reported there has been no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when attempting to draw blood for labs the product "did not draw blood through small tube to lab tube".